Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ additional. D: device identification - correction. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation/correction. H3: device evaluated by manufacturer ¿ additional. H4: device mfg date - additional. H6: type of investigation ¿ additional. H6: investigation findings - additional.